Event description:
It was reported that scope lens is damaged and and has very limited visibility. Image was blurry and had dark shade of tint and wouldn¿t clear up. They swapped scope to a backup and finished case.

Manufacturer narrative:
Alleged failure: scope lens is damaged and has very limited visibility. Image was blurry and had dark shade of tint and wouldn¿t clear up. They swapped scope to a backup and finished case. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be rough handling during sterilization and/or product transport. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that scope lens is damaged and has very limited visibility. Image was blurry and had dark shade of tint and wouldn¿t clear up. They swapped scope to a backup and finished case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.